Manufacturer narrative:
D10 concomitant products: gn-283, gn-283 monosof* 2-0 blk 90cm st da x36 (lot#:d4b3531y), gn-283, gn-283 monosof* 2-0 blk 90cm st da x36 (lot#:d4b3531y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic radical gastrectomy procedure, while anastomosing the gastrointestinal tract, three consecutive purse-string sutures were passed through the tubular stapler and the connection between the needle and thread broke. A new package of suture was unpacked and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy procedure, while anastomosing the gastrointestinal tract, the p urse-string suture was passed through the tubular stapler, and the suture broke. This caused bleeding and stenosis of the anastomosis. A new package of suture was unpacked and to manually reinforce the anastomosis. It was noted the procedure time was extended within 30 minutes.